Event description:
It was reported that one of the independence mis blocking set screws broke when final tightening. The implant was left in the patient with nothing locking the anchor in place.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The implant was not returned for evaluation as it remains in the patient; however, the set screw was returned and appears to have broken at the start of the threads. A complete evaluation is not possible as the entire device was not available. The exact cause of this damage cannot be determined.